Event description:
The implantable neurostimulator and extension were returned with no information. Additional information received reported that the pt had an infected right intracranial lead. The lead was explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.